Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was noted the right ventricular lead exhibited noise. No changes or interventions were reported. The patient was in stable condition.